Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the (B)(4) study that the left ventricular (lv) lead had no capture. The lead was turned off and a new lv lead was implanted. No patient complications have been reported as a result of this event.